Event description:
It was reported that during training the ilet did not charge when connected to its charger, and a subsequent test showed the same charger would not charge a phone, indicating a charger malfunction. Symptoms included no clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included telephone troubleshooting. Investigation of this case revealed that the external charger was not functioning, consistent with a power supply accessory failure rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a defective external power supply.